Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a frequent occlusion alarm issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-oct-2019 with the following findings: the complaint regarding occlusions was reported on (B)(6)2015, according to the pump history the pump was in use until (B)(6)2017. A review of the pump¿s black box and alarm history showed that the data from the event had been overwritten due to continued pump use. The current black box contained data from (B)(6)2017 to (B)(6)2017 and showed no evidence of occlusion or force sensor related defects. During testing, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no occlusions. The force sensor calibration was found to be within required specification. Unrelated to the complaint, investigation revealed a dim, discolored display and a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.